Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow-up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that, after the surgery, the reprocessing service identified that there were some missing pins on the oscillating saw. The missing pins were not found. It was further added that the pt may need to have x-rays to make sure that none of the missing pins remained in the knee of the pt.